Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-08 bio-composite screw (no batch indicator present) was received for investigation. It was identified that approximately 9.45mm of the ar-4020c-08 screw remained. Only one, partially broken thread was present. It was noted that the method of bone preparation, as well as the bone quality encountered during the procedure, were not recorded. As such, the most likely cause of the observed condition is improper bone preparation, off-axis insertion, and/or prying leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a ligamentoplasty procedure the device broke in the patient's tibia during installation. The end of the broken screw remained in the patient's tibia, as the surgeon assessed that the end of the device held the ligament sufficiently. The broken off piece was retrieved from patient. There was no harm or adverse event for patient, operator or third party reported. The knee arthroscopy surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 23-feb-2021: it was confirmed that the part of the device that broke off in the patient was removed and will be returned for evaluation, and the end of the device remained in the patient, as it sufficiently fulfills its purpose according to the surgeon.